Event description:
The physician experienced difficulties advancing the device down the scope and reportedly had a difficult time with the device exiting the scope. When the device exited the scope, the tip was frayed and bent. The device was removed and the procedure completed without issue using a second device. There were no clinical consequences.